Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The instrument was returned with the plastic housing from the anvil side disengaged. The instrument was fired and proper staple formation was observed on the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after opening the new product to sterile field, the surgical technician and surgeon determined that the stapler was defective. It had broken into several pieces. No harm was caused to the patient. The device was replaced to complete the procedure. The device is expected to be returned for evaluation.